Manufacturer narrative:
(B)(4). Returned empty. The analysis results of the el5ml device found that it was received with a conforming clip jammed underneath the advancer and 3 partially formed clips. This condition prevented the device from proper feeding of the clips. The jammed clips were removed from the device and in an attempt to replicate the reported incident; the device was tested for functionality. Upon firing of the device, the remaining 9 clips were conforming according to our manufacturing specifications. In addition, the device locked out as intended. Please note as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Which firing of the device did this event occur on? What vessel or structure was the device fired on at the time of the event? Was the clip fully advanced into the jaws prior to firing? Was there any torquing or twisting of the device present at the time of firing?

Event description:
It was reported that during a laparoscopic galle procedure, the clips did not close respectively, they closed diagonally. There were no noises or no higher effort. No adverse patient event was reported.